Event description:
Writer was left a bag with cvvh cartridge with a note on it from over the weekend that states "this crrt filter is broken. It would not prime past 3 min, said venous air. Thanks, nursing" unclear on which patient it was attempted to be primed for. Had issue with 3 other cvvh filters last week, but this filter is a different lot number than those were. Cvvh filter primed partially with saline, no blood in it - available for return to company.